Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump exposed to pool water. The customer¿s blood glucose was 110 mg/dl. Troubleshooting was done for water exposure. Customer reported that her daughter went for swimming in the pool. Customer stated they do not saw fluid under the lcd screen. Customer stated that the insulin pump was not dropped. Customer also stated that there was not any cracks in the insulin pump. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will be returned for analysis.